Event description:
It was reported that a home patient (hp) experienced a leak in a transfer set during continuous ambulatory peritoneal dialysis therapy. The hp indicated that the leak was from a pinhole on the transfer set tubing near the twist clamp. The set was used for three days prior to the issue occurring. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. The device was visually and microscopically evaluated. The device was also functionally tested (leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, and uv spike diameter measurement). The visual inspection identified a damaged patient adapter and the functional testing identified a pin hole in the tubing. The cause of the reported condition could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.